Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 518 mg/dl. The customer reported high blood glucose levels of 200 mg/dl to 218 mg/dl after multiple procedures. The customer had symptoms of sleepy and tired. The customer treated for the high blood glucose level with the insulin pump. The current blood glucose level was 263 mg/dl. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The insulin pump will not be returned for analysis.